Event description:
The customer reported that the pod initiated in occlusion alarm within the first 24 hours of operation. A kink was seen in the cannula, though no blood was noted. Her bg levels were high (390-500mg/dl) despite having administered two correction boluses. The pod was removed and replaced and will be returned for eval.

Manufacturer narrative:
The returned product eval confirmed an internal leak which caused damage to the device after being filled with insulin. The user is instructed in the user guide to frequently monitor their bg levels. By following this recommendation, the user was aware of high bg levels and was able to start a new pod successfully.